Event description:
It is reported that a customer had a broken replacement pump that needed to be replaced. The patient's blood glucose level was at 232 mg/dl. The customer was not aware that her original pump needed to be replaced. The customer lost their original pump in an accident while riding her horse. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit failed displacement test (31.9 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify e70 error alarms due to motor error alarms. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.